Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, tissue was pushed and not properly cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The surgeon had to fire another blue sureform 60 reload and go back to repair the area. This event resulted in a less than 15 minute procedure delay. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Stapler log review: a failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: the dashboard shows part number: 480460-09, lot number: k10240718-0015, was installed on the system 3x and fired 3 blue reloads. On each install, all clamp attempts were successful. On install 1, the firing was completed with 3 pauses for compression. On install 2, the firing was completed with 1 pause for compression. On install 3, the firing was completed with 3 pauses for compression. The instrument was then removed, and not used again in the procedure. There were no stapler related errors in the logs. The sureform 60 stapler instrument was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The instrument was fully functional. No product issue was identified.